Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
This was reported as an arteriotomy closure of the calcified right common femoral artery with a prostyle device via a 6f sheath after a left heart catheterization procedure. Reportedly, with the first device, a cuff miss occurred. A foot separation was also noted when the device was removed. The separated portion, which was caught in tissue was manually pulled out by the physician. No vessel damage was incurred from this device. A second device was attempted, however, the plunger would not retract. Because of this, the foot could not be re-closed. The device was removed from the patient anatomy with the footplate still open, and a foot separation occurred. The separated portion was left in the patient anatomy. Vessel damage, blood loss and anemia occurred, all of which were treated with blood transfusion and a balloon tamponade. Manual compression and the balloon were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The separation of the foot was confirmed. The needle to cuff miss was unable to be confirmed due to missing components. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The cause of the reported difficulties cannot be determined. The subsequent treatments appear to be related to procedure circumstance. In this case, it is likely the calcification led to the needle to cuff miss, however, it¿s not clear what caused the foot separation. It is possible the deflection that caused the needle to cuff miss caused the posterior needle to strike the foot causing the separation; however, this cannot be confirmed. However, these cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.